Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump¿s touchscreen became unresponsive on the lock screen, preventing the user from sliding to unlock or selecting the notification bell, and a restart via the app did not resolve the issue; the device was on the latest firmware and the user switched to subcutaneous insulin by pen as backup. Symptoms included hyperglycemia with a reported blood glucose of 336 mg/dl. Outcomes included the need for unexpected medical intervention in the form of medication administration using backup therapy. Investigation included communication with the user, review and analysis of information provided, and assessment of the reported behavior. Investigation of this case revealed a touchscreen input failure consistent with a software-related problem affecting the user interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.